Event description:
The subject device was interrogated after some days of radiotherapy treatment and it displayed some noise episodes on the ventricular channel. The recordings time differs from that of the radiotherapy administration. The physician ask for an official interpretation of the origin of these signals (e.g. Myopotential or emi, endocardial or external noises).

Manufacturer narrative:
Preliminary review of the associated programmer files confirmed the reported oversensing and concluded that an issue relative to the subject device is not suspected.

Event description:
The subject device was interrogated after some days of radiotherapy treatment and it displayed some noise episodes on the ventricular channel. The recordings time differs from that of the radiotherapy administration. The physician ask for an official interpretation of the origin of these signals (e.g. Myopotential or emi, endocardial or external noises).

Event description:
The subject device was interrogated after some days of radiotherapy treatment and it displayed some noise episodes on the ventricular channel. The recordings time differs from that of the radiotherapy administration. The physician ask for an official interpretation of the origin of these signals (e.g. Myopotential or emi, endocardial or external noises).